Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 the 3.0x18 xience v stent was implanted in the mid left anterior descending coronary artery (lad). The patient was rehospitalized on (B)(6) 2013 with paroxysmal chest pain diagnosed as unstable agnina. Coronary angiography showed there was restenosis in the mid lad stent. Percutaneous coronary intervention was performed in the mid lad on (B)(6) 2013. The condition resolved and the patient was discharged on (B)(6) 2013. There was no adverse patient sequela. No additional information was provided.